Manufacturer narrative:
The UDI number for this complaint is: (B)(4). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The reported event of the detachment was confirmed. After the complaint assessment, it can be concluded that the lack of solvent is the most probable cause of the defect, associated to improper executions of solvent bonding process. However, the condition will continue being monitored through the complaint system for further occurrence.

Manufacturer narrative:
One single dpt kit was returned for evaluation. The reported event of leakage was confirmed. The pressure tubing had been completely detached from the bond joint with the male connector which attached to stand-alone stopcock. Blood residues were evident at the tubing male connector. The tubing was bent near the point of detachment. Indication of bonding material was evident on the tubing bond surface area. No other visible damage was observed from the kit. A device history record review was completed and documented that device met all specifications upon distribution. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, they are used in critical care units or ors where patients are closely monitored. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. In this case, there were no patient impact. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that during use of this dpt, the patient was found to be bleeding. When the clinician troubleshoot the device, they found out that the transducer had broken off at the stopcock and the blood was backing up from the central line. The cvp pressure tubing was found to be disconnected. No additional patient injury reported. Patient demographics are not available.